Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this clinic requested episode review of an event that occurred seven months prior. A boston scientific technical services consultant reviewed the event which indicated therapy was likely inappropriate as it was delivered for conducted supra ventricular tachycardia (svt). Four bursts of anti-tachycardia pacing (atp) and six shocks were delivered, and therapy was exhausted. An additional event was reviewed from two months ago which showed stored episodes of non-sustained ventricular tachycardia (nsvt) and atrial fibrillation (af) with rapid ventricular conduction. No therapy was delivered at that time, and the patient was followed in the clinic. The patient stated that he received therapy recently which required hospital admission. However, the event details and patient report could not be found. A follow up visit was scheduled for the following week and the physician requested a boston scientific sales representative be present for device evaluation. The device remains in service and no additional adverse patient effects were reported.